Event description:
The customer reported a unicel dxi 800 access immunoassay system was failing a pipettor carryover test. The customer did not question any patient results or report erroneous patient results in connection with this event, though the instrument could have potentially generated erroneous results.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) reviewed the customer's carryover data and isolated the failure to the sample probe. A bec field service engineer (fse) was dispatched and replaced the probe. (B)(4).